Event description:
It was reported that within a few months of implant, the incision over the device had opened up. The entire system was explanted as a precaution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014. (B)(4).